Event description:
It was reported that the paramedics were called and customer was hospitalized due to low blood glucose and seizures. The blood glucose reading at the time of hospitalization was 46 mg/dl. Customer's daughter stated that they filled a new reservoir with insulin, but she did not rewind the insulin pump and the full reservoir was injected into the customer's body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.